Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of damage to the charged-coupled device (ccd) unit due to physical stress applied to the insertion part during user handling. The event may be detected/prevented by following the instructions for use which state: ¿ inspection of the endoscopic image¿. ¿ do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the data verification did not have data, and the insertion tube had a deep kink. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had presented with damage to the insertion tube. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the scope did not have an image. This report is to capture the reportable malfunction of no image being displayed as noted at estimation.